Event description:
Due to a planning error by facility personnel, the facility delivered 558 monitor units (mu) of radiation to a particular treatment field, when they had intended to deliver only 95 mu to that field. A facility representative stopped the treatment when he or she noticed that too many mus were being delivered.